Event description:
Reportedly, the bovie was being used with the foot activated suction bovie hand piece. The suction bovie was being used at the end of the procedure to suction only when the foot pedal was found to be stuck and self activating the suction. Evaluation confirmed the foot switch was self activating.